Event description:
During an aortic valve replacement, the cardiac sump wires became entangled in the mitral valve chordae. The doctor had to untangle the wire from the chordae and may have damaged them.